Event description:
This is the follow up report for the initially submitted MDR (3011581906-2018-00016).

Manufacturer narrative:
The reported issues were not confirmed. The flow rate accuracy testing was found to be -3.58%, which was within the +/- 5% specification. The event history was reviewed that an upstream occlusion alert was triggered around the time that the first infusion was completed, and the infusion was restarted and an occlusion alarm was triggered 2 hours afterwards, which was likely resulted from the empty drug bag. The affected device was tested on 09/13/2018 and met all specifications.

Manufacturer narrative:
Infutronix is waiting for the arrival of the affected device.

Event description:
The registered nurse at the user facility reported to infutronix on (B)(6) 2018: "we had a patient reported issue with a pump described below. We already have a box and shipping label to use to send this to you. Pt reported pump went off 4 hours early with 0.7ml still to be infused, she restarted the pump. Two hours later the pump beeped again saying there was now 2.5 ml to be infused and the bubbles in the tube flowing the wrong way, toward the pump. Pt stopped pump manually and noted infusion bag to be empty. Rn confirmed infusion was complete". The medication used was not reported. No specific event date was provided. No patient injury or harm was reported for this case. The administration set used with this device is reported under MDR 3011581906-2018-00017.